Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clamp arm broke off the device as it was being put into the trocar. Another like device was used to finish the case with no patient consequence.